Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the stent dislodged during use. It was retrieved with a snaring device. No pt effects were reported. No add'l event or pt info is available.